Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The patient presented in clinic for follow up and an increase in impedance and high threshold were observed. The lead was explanted.

Manufacturer narrative:
The lead was returned in two pieces, proximal section 16.3cm and distal section 47cm. The damage found was sustained during the surgical procedure.